Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a sys error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through observation of the alarm at device power-up, but could not reproduce it during eval. Evaluation determined the cause to be a failed motor assembly was replaced.